Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015 with fever, high white blood cell (wbc) count, chronic left hip ischial ulcer drainage, and was also bleeding from it. The patient had not been feeling well since that weekend. It was noted that the patient was also on warfarin. On (B)(6) 2015, their left hip was drained. The patient had no neurological symptoms and the reporter did not believe this issue was related to the device therapy. The reporter did not know the date when these symptoms began, but thought the onset was gradual. An infection was later reported. They were ruling out the drug infusion system by culturing the fluid aspirated from the pump at the refill on the date of the report. The previous refills the reporter was aware of were on (B)(6) 2015. The pump system was being used to infuse gablofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l45414, implanted: (B)(6) 1997, product type: catheter. (B)(4).